Event description:
It was reported that a sensing anomaly was detected on the device. When looking at the egm of inappropriate ams, atrial sense was detected on the ventricular canal. The device remains implanted and in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.